Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the xience alpine 3.5 x 28 mm stent delivery system (sds) was being unpackaged, there was slight resistance felt during the removal of the protective sheath. After the sheath was removed, it was noted that the stent had moved and had also become stretched. The device was not used and was replaced with a new xience alpine sds to complete the procedure successfully. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The stent damage and movement was confirmed. The difficulty removing the protective sheath could not be replicated in a testing environment due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported difficulties removing the protective sheath however the stent movement and damage appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.